Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory revealed that the allegation against this lead could not be confirmed. The proximal end of the distal spring electrode was separated from the lead body insulation. Blood/body fluid noted in the helix housing. The lead passed electrical testing.

Event description:
This right ventricular (rv) lead was fractured from subclavian crush. The lead exhibited high pacing thresholds. The lead was explanted. No adverse patient effects were reported.